Event description:
During a follow up call on (B)(6) 2012, the patient reported that their homechoice (hc) alarmed high drain 105/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) at the end of therapy that morning. The patient called their peritoneal dialysis registered nurse (pdrn) but the pdrn did not know what the message meant. The patient was directed to contact baxter technical services. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain 105 alarm. Product surveillance explained the alarms meaning. The rn stated she was aware of the alarm and that she discussed it with the patient and took care of it. The rn stated the patient has had no problems since then. No patient injury or medical intervention was reported. No allegations were made against any of the patient's dialysis product. No further information was available.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.